Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the pulse generator exhibited an inappropriate rate increase during testing in the clinic. The device was reprogrammed and remained implanted. No patient symptoms were reported. The patient would be monitored.